Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 700mg/dl. The customer was treated and his glucose level dropped to 441mg/dl at the time of call. Troubleshooting was performed. The customer stated that the infusion set tubing broke at the p-cap, and he was not receiving insulin. Verified all the settings on the insulin pump. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test.